Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The insulin was able to complete rewind. Customer blood glucose reading 140 mg/dl. Customer also reported reoccurring no delivery alarm. Customer did not report encoder error. Troubleshooting was not performed. The insulin pump will be returning for analysis.